Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) evaluated the ventilator and verified the customer reported malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), and front housing, due to a defective screw. Additionally, the cse uploaded the latest software revision. The unit passed all tests and calibrations, and was found to be operating within manufacturing specifications.

Event description:
It was reported that, the ventilator graphic user interface (gui) generated lines across the upper display. There was no patient involvement.